Event description:
Consumer stated that during a surgery a stent (balloon) ruptured. The consumer had another surgery where a stent was placed in the left kidney which they stated had "closed". They had info on the MFR of this stent and stated that the hospital refused to release that info. This complaint was also referred to the state bd of medical examiners. Complaint symptoms: swelling at localized area.